Event description:
A malfunction was reported on the customer's pump, but there was no adverse impact to the customer's blood glucose level. The customer, not being canadian, confirmed that no notable events occurred prior to the malfunction, and the pump displayed a malfunction code "malf 16- 0x20e6." The customer's pump was included in a field correction, and tandem technical support completed the online form on their behalf. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Tandem technical support confirmed the shipping address and no signature was required upon delivery. The customer was instructed to put the pump into storage mode before returning it and to use a return box and pre-paid label within 10 days. A replacement pump was sent to the customer.